Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 484 mg/dl at the time of the incident. Another blood glucose was 73 mg/dl. Customer stated that they had symptoms related high blood glucose was nausea, abdominal pain, difficulty in breathing. Auto mode was inactive at time of event. The insulin pump will not be returned for analysis.